Event description:
It was reported the patient complained of an intense burning sensation at her ipg site that began approximately 6 months ago. She stated the heating sensation occurred randomly and whether stimulation is on or off. The physician decided to explant and replace the ipg on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.